Manufacturer narrative:
Internal complaint #: (B)(4).

Event description:
It was reported that prometra ii 20ml pump was explanted due to volume discrepancy - underinfusion. Patient experienced an increase in pain. On (B)(6) "201", during the refill appointment volume discrepancy was recorded. Expected: 2.12mls. Aspirated: 17mls. On (B)(6) 2020, the pump was explanted. It was also reported that post-explant the pump was filled with saline and primed on the back table and there was no beading at the pump stem. A fav reset was performed on the back table, and another priming bolus was programmed, and there was no beading at the pump stem. The patient had no ptc use, no reports falls or trauma to the pump site and no recent MRI exposure.

Manufacturer narrative:
Additional information: a3, g1 (second address). Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Operation of the pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was filled and the cap was flushed with 5ml of swi. A demand bolus of 0.300mg with a 1.00mg/ml concentration over 16 minutes was programmed with a programmer. Fluid droplets were observed at the tip of the stem indicating proper priming of the pump. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24- hour time period at 37 degrees for one day. The dispensed volume was 0% of the expected. The catheter access port and suture ring were removed and the pump was decontaminated a second time. The "pull open/hold open" currents were measured and the results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. The pump failed to flow to specification with both the inlet and outlet valves requiring a higher pull open current than the designed specification. Internal complaint number: (B)(4).